Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. Following the procedure, the patient experienced a mesh erosion. The patient underwent another procedure on (B)(6) 2012 for mesh removal. During that procedure, an inadvertent cystotomy and repair took place. The current condition of the patient is stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.